Event description:
The customer reported a false negative result while running the alinity m hr hpv assay. Sample ID (sid) (B)(6), initially generated result "not detected" on (B)(6) 2026 and result "other b" detected upon re-processing on (B)(6) 2026. Field application specialist (fas) downloaded log files. Visual curve inspection of sample sid (B)(6) shows non-sigmoidal behavior for "other b" target. The sample was re-processed and resulted "other b" detected (fractional cycle number [fcn] of 27.87 with max ratio [mr] of 0.10). The result for sample sid (B)(6) was released from the laboratory as "other b" detected. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.